Event description:
Pt called lfs in 2003 alleging their ot basic meter would not power on. Customer had low blood sugar symptoms so pt ate and drank. Approximately 3 and 1/2 hours later pt went to the ER and had their blood tested. The reading was 76 mg/dl. Pt was given food and beverage. The issue was not resolved with troubleshooting. The meter has been replaced.